Event description:
On (B)(6) 2013 the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultra meter was displaying inaccurate readings compared to a hospital meter. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred at 6:30am, on an unknown day. The patient reported obtaining readings of ¿51 mg/dl.¿ the patient reported using self adjusting insulin to manage his diabetes. The patient did not state if he made any changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported in response to the alleged issue, he felt lightheaded, had to go to the bathroom and passed out while in the bathroom. The patient reported in december (unknown year) he was hospitalized around the 3rd week of the month, and stayed a week. The patient reported being treated with insulin, diet management and IV treatment. The patient reported his blood glucose was measured, but it varied, it went from very low to high due to medications. At the time of troubleshooting the cca confirmed the patient¿s test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. This complaint is being reported because the patient claimed, due to the alleged issue, he loss consciousness and required treatment from a healthcare professional for an acute complication of diabetes.